Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, no possible caused for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained.

Event description:
The customer contact reported a leak. The suction liner was bring used to suction unspecified fluids during an unspecified procedure. On an unspecified date, the customer contact reported that the product was broken and leaked. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the suction liner was replaced and the suctioning was resumed.